Event description:
The facility reported a pump that alarmed for false air in the line. This alarm occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.